Event description:
There were several instances where the 22 gauge 3/4" huber port needle malfunctioned. In two instances the needle bent when accessed and in one instance the "wings" broke off of the needle. The lot numbers that are in stock in that unit are 564721 and 562894.